Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported steps taken to resolve the previous issue included changing the program which resolved the issue. Stimulation was "too strong" when they increased settings in (B)(6) 2015. The patient was urinating "pretty often" since (B)(6) 2015 and the settings did not "seem" to help.

Event description:
Additional information from the consumer reported that nothing seemed to be working; she was on program 5. The patient was getting ready to ask the health care professional (hcp) to remove the implant but she wanted to make one last ditch effort to see if she should keep the implant. She wanted to turn therapy off for a while to see what it was like without therapy on. When she tried to turn therapy off, it came back on. Patient services intervened and she successfully turned therapy off. She was pushing the wrong buttons.

Manufacturer narrative:
Concomitant product: product ID 3889-33, lot # va0y04j, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The consumer reported a return of symptoms on (B)(6) 2015. Stimulation was felt in the feet on (B)(6) 2015. The patient had decreased sensitivity from the chest down, so the patient could not always feel. During the call, the patient increased settings and felt stimulation in the feet. Cause, actions, and outcome remain unknown. Follow-up was conducted to obtain additional information. The indications for use included gastrointestinal/pelvic floor and urinary dysfunction.